Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2016 with the following findings: investigation revealed multiple cracks in the battery compartment. Evaluation also revealed that the display was dim and discolored. Unrelated to this issue, the pump case cover was cracked between the corner of the display lens and the case seal. Also unrelated to these issues, the bottom of the keypad was found to be peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/21/2016.